Event description:
It was reported that there was diaphragmatic stimulation when the patient lies on their side. The patient and device were evaluated but no intervention was done. The lead remains in use. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.